Manufacturer narrative:
The reported event of the plug deploying deformed could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 12mm amplatzer vascular plug ii(avpii) was selected for embolization in the left subclavian artery during thoracic endovascular aortic repair(tevar). Via left brachial artery, the avpii was inserted into a 7fr flexor ansel guiding sheath(by cook medical) and was deployed in the target vessel. However, the avpii was not deployed in its original form; the avpii seemed to have expanded diagonally. The avpii was repositioned two times, but the issue persisted, and therefore, the physician withdrew the avpii without detaching from the delivery cable. A same-sized avpii was delivered to the target vessel and was able to be deployed in its usual shape. The replacement avpii was detached from the delivery cable and the procedure was completed. Other than the procedure delay, there was no adverse consequence to the patient.